Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. The customer troubleshot with philips technical support. The customer was advised to check the altitude settings and found that the altitude was not set. The customer set the altitude and the ventilator passed all tests.

Event description:
It was reported that during extended self test (est) the ventilator generated a heated filter back pressure out of range error code. There was no patient involvement. The event date was not specified; estimate used.